Event description:
Patient came to a follow-up and the doctor saw the information regarding eos status since (B)(6) 2023. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2024. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Upon receipt, the ICD was subjected to an electrical analysis. Revealing that the device could not be interrogated. The inspection of the available data revealed that an elevated current was used for anti-bradycardia pacing. This indicates that high output was programmed that resulted in a faster battery discharge. Next, the ICD was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the electronic module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, a thorough analysis of the ICD showed no indication of a device malfunction. There was no indication of a material or manufacturing problem.

Event description:
Patient came to a follow-up and the doctor saw the information regarding eos status since (B)(6) 2023. Device currently remains implanted. Should additional information be received, this file will be updated.